Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented to the hospital with an active driveline fault alarm on his system controller. The alarm was cleared, but immediately returned. The system controller was exchanged, but the driveline fault alarm reoccurred on the new controller. A percutaneous lead repair was completed and the issue resolved.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation the reported driveline fault alarms were confirmed based on the evaluation of the returned portion of the percutaneous lead. Approximately 20 inches of the replaced portion of the lead was returned for evaluation. The previous perc lead repair was present on the lead. Electrical continuity testing of the returned portion of the lead revealed that the green, brown, and orange wires were open. The gray shrink tubing, copper tube, and copper wrap at the previous perc lead repair site were carefully removed which revealed that the green, brown, and orange wires had completely fractured at the previous repair site. Examination of pervious perc lead repair revealed that the wire fractures were due to compromised crimps. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.